Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the settings not available message was the electrodes were not available due to high impedances. The electrodes with high impedances were not used and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was a settings not available message. The rep reported that they were programming the patient at his 2-week post-operative follow up appointment on the day of the report. The rep reported that he was seeing the settings not available message intermittently when pressing the down arrow and he would increase then he would be able to go up slightly and then get the settings not available message again. The rep reported that eventually the controller wouldn¿t let him increase any further once he went down lower. The rep reported that an electrode test showed that using reference 0: 4-14710, 5->40,000, 11-8030, 12,13,14,15 all 22,000-26,000 ohms. The rep reported that the only pairs in normal range was 6, 7, 9, 10, which were 1090, 1194,790,740 respectively. The rep checked other reference electrodes which showed the same pattern in impedances. The rep was to try reprogramming the patient. No further complications were reported.